Manufacturer narrative:
The device is expected to be returned by the affiliate. An investigation is anticipated, but not yet begun. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that during following re-positioning of the pt, the endobronchial catheter's pilot balloon was detached. It was replaced by another similar device. There was no reported pt injury.